Event description:
The user facility reported to terumo cardiovascular group that prior to cardiopulmonary bypass, during prime, the fx25 oxygenator leaked from the arterial temperature probe insert connector. No patient involvement as this occurred during prime. Product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).